Event description:
Protonix drip and IV antibiotics were hung at approximately 1330. Pump programmed for protonix at 10cc/hr and the azithromycin at 255 cc/hr; returned within an hr and found both IV bags dry and pump beeping; rates were rechecked and were at 10 and 255; both effected the infusions were not complete.